Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced impending implantable pulse generator (ipg) erosion. A revision procedure was performed. Cultures were taken and antibiotic treatment was necessary. The patient subsequently developed a pocket infection and the ipg incision site had purulent material. The ipg system was explanted. A drain was placed and antibiotic treatment continued. No further patient complications have been reported as a result of this event.